Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer observed the vertical and horizontal spacing has shifted and part of the barcode was missing after peeling off the label when printing barcode labels for third-party reagents. The issue occurred on alinity scm module (B)(4), operating at alinity ci series system software version 2.5.1. No discrepant patient results were generated and no impact to patient management was reported.